Manufacturer narrative:
It was reported that the patient was placed under IV sedation and underwent skin revision surgery to replace abutment and excise skin at abutment site. This report is submitted on may 3, 2021.

Manufacturer narrative:
This report is submitted on 01 apr 2021.

Event description:
Per the clinic, the patient experienced an infection and cellulitis which was treated with oral and topical antibiotics.